Manufacturer narrative:
MFR completed the entire form. Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that following use of the listed device, the patient's blood pressure began to decrease. In response, the patient was given intravenous medication for treatment of the drop in blood pressure. Later, the patient was given additional anesthesia which was not included with the original device kit. Following administration of the additional anesthesia, it was necessary to intubate and ventilate the patient for apnea. No permanent adverse effects to patient reported.